Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a nodule on the lung and a cough while using the device. Patient also alleged visualization of particles in the air path. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to a nodule on the lung and a cough while using the device. There was no medical intervention required by the patient. The reported event of a nodule on the lung and a cough while using the device and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodule on the lung, cough, visualization of particles in the air path related to a CPAP device's sound abatement foam. Additional information was received about the alleged nose irritation hypersensitivity nausea, vomiting lung adenocarcinoma. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received on dec 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodule on the lung, cough, visualization of particles in the air path, nose irritation hypersensitivity nausea, vomiting lung adenocarcinoma related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed the humidifier was not returned with the device. An unknown contamination was observed on the front of the bottom enclosure. Small scratches were observed on the left side panel. Manufacturer observed dust-like contamination on the right-side panel, in the air inlet, behind the sd card cover, on the pca, all over the blower cap, on and in the blower motor, and around the walls of the bottom enclosure. Manufacturer observed potential hair-like particles in the air-inlet filter, behind the sd card cover, in the base of the blower housing and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.